Event description:
Reporter alleged obtaining the results of 465 mg/dl and 150 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took 8 units of levemir based on the 150 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.